Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer has been hospitalized for high blood glucose levels, with symptoms of irritability and feeling unwell. The customer's father stated that prior to the event, the customer had been having high blood glucose levels. The customer's father also stated that the doctor believes it is the box of sets that are giving no delivery alarms. Nothing further was reported.